Manufacturer narrative:
With all the available information (in the absence of product return), boston scientific has concluded that the reported event of loss of stimulation, charging difficulties, and communication issues between the implantable pulse generator (ipg) and the remote control (rc) that resulted in the return of their related parkinsonian symptom-rigidity and tremors are known inherent risks of using the device as documented in the instructions for use (IFU). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the IFU product label. Additionally, labeling states hardware malfunctions, loss and/or inadequate stimulation, including stiffness, and return of tremors are noted within the IFU and are known inherent risks with the use of deep brain stimulation (dbs). The ipg was not returned. As such, physical analysis has not been conducted in our laboratory. However, based on objective evidence from the field and the labeling review, engineers have concluded that loss of stimulation, charging difficulties, communication issues between the implantable pulse generator (ipg) and the remote control (rc) that resulted in the return of their rigidity and tremors, are known inherent risks of implanting a pulse generator as part of a system to deliver dbs.

Event description:
It was reported that the deep brain stimulation (dbs) patient reported loss of stimulation, charging difficulties, and communication issues between the implantable pulse generator (ipg) and the remote control (rc) resulting in the return of their related parkinsonian symptom-rigidity and tremors. Attempts to recharge the ipg and reestablish communication using a known functional rc were unsuccessful. It was noted that the ipg, implanted infraclavicular, had been functioning normally prior to a scheduled surgical procedure wherein electrocautery was performed near the device. The patient subsequently underwent a procedure wherein the ipg was replaced with another. Therapy was resumed following the procedure, and the patient had an uneventful postoperative recovery.